Event description:
A patient underwent placement of a 28mm x 16 mm diameter x 16.5cm length aneurx bifurcated stent graft in 2000 for the endovascular treatment of an abdominal aoritc aneurysm. The patient's medical co-morbidities (coronary artery disease, copd, niddm, pvd, and advanced age) placed the patient at high risk for open repair. The blfurcated stent graft was deployed but then converted to an aorto-uni-iliac configuration by deploying two proximal 28mm aortic cuffs. The auto-uni-iliac conversion was pre-planned by the implanting physicians due to the pre-existing occluded left iliac system. A 30-day follow-up CT scan demonstrated successful endoluminal exclusion of the abdominal aortic aneurysm. However, a CT scan at 6 months demonstrated a proximal endoleak. The physician stated that due to the morphological changes in the aneurysm sac, the main body of the stent graft (ipsilateral iliac limb) had dislodged from the most proximal aortic cuff, which had remained in place and showed excellent vessel apposition. This separation of the components allowed contrast extravasation into the aneurysm sac via the partially occluded contra-lateral gate. In 2001, the physician placed a 28mm diameter x 13.5cm length aneurx aorto-uni-iliac device through a 22 fr sheath from the right iliac artery. The device was used to bridge the separation between the proximal aortic cuff and the main body and fully exclude the conralateral gate. The physician accessed the iliac through a 10mm iliac conduit that was placed at the implantation of the bifurcated stent graft. Final angiogram revealed patent renal and right hypogastric arteries but with transgraft flow (blush) which can be expected pre-discharge. An ivus was performed and confirmed full stent-vessel apposition at both ends of the stent graft. It was reported that the patient was in stable condition and no additional clinical sequelae has been reported related to this event.